Event description:
While performing the surgery, part of the harh36 advanced hemostasis ace+7 laparoscopic shears melted off inside the patient's body. The team was able to retrieve the piece. 1. Case tracking item detail and tracking shows gen harmonic scalpel 6 used; retrieved from central supply (cs). Laparoscopic team leader retrieved harmonic unit, reusable cord, and disposables, checked all 3 components; no issues with unit or reusable cord. 2. Chart reviewed: no mention of event in procedural notes. Pre-op hgb = 10.8, hct = 35.5. Post-op hgb = 6.5, hct = 20.8. Pt complaining of bilateral blurred vision since awakening from surgery yesterday. No eye pain/redness/dryness. Patient does wear glasses for far distance usually but feels that vision is worse than usual. Patient did report worsening of blurred vision causing some nausea when first standing. 3. No apparent patient injury. Chart re-reviewed; no further issues documented post discharge.